Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Ems discarded product. Most likely underlying root cause: mlc-6- passed expiration date. Note: manufacturer contacted customer on 1/23/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with meter to meter comparison of 309 mg.dl using the true metrix air vs 166 mg/dl on the ems's meter. The expected fasting blood glucose test result range is 125 to 160 mg/dl.. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is unknown and open vial date is unknown. The meter memory was not reviewed for previous test result history. The customer stated that she tested yesterday and her first result was 309 mg/dl so she contacted ems and 2 minutes later they tested two minutes later and the meter read 166 mg/dl fasting. Customer stated that she did not take medication, she was not taken to the hospital, and customer was fasting. Customer complaints that she relies on the meter for testing. She stated that her range is 125 mg/dl to 160 mg/dl fasting. A1c was not done in the last three month. Customer states that the strips might have been expired as per ems nurse. Customer states that the strips were always stored in bedroom and never left open. Customer stated ems nurse discarded the meter and strips. Customer does not have control solution.